Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an in clinic follow-up, low pacing impedance and noise resulting in oversensing and pacing inhibition was noted on the right ventricular (rv) lead. Lead provocation testing was performed and the electrical anomalies were reproducible. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported events of low pacing impedance and noise resulting in oversensing and pacing inhibition were confirmed. As received, a complete lead was returned in two pieces. Destructive analysis was performed and a visual inspection revealed an abrasion breaching the inner insulation at the distal region of the lead. The cause of the reported events was isolated to the inner insulation abrasion.